Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Per medical records, it was reported that: on (B)(6) 2011, patient underwent following procedure: exploration lumbar fusion l2-3. Laminectomy l4 and l5. Bilateral foraminotomies l4, l5, and s1, l1-2 and l3 to s1 posterior spinal fusion with instrumentation. L4-5 and l5-s1 posterior lumbar interbody fusion with bone morphogenic protein and autograft. Intertransverse placement of locally harvested autograft. Intertransverse placement rhbmp-2/acs and allograft bone; for a pre-op diagnosis: lumbar degenerative disk disease. Lumbar spinal stenosis. Lumbar radiculopathy. Chronic low back pain. Post-arthrodesis status. No complications were reported during the surgery. Primary pedicle screws were placed in the l1, l3, l4, l5, and s1 pedicles bilaterally using the technique of decortication posteriorly, blunt and fine probing, tapping with the appropriate size tap, and then placement of alphatec zodiac polyaxial pedicle screws. The position of each pedicle screw was checked individually during the placement process using the c-arm image intensifier in the lateral plane. A bone morphogenic protein autograft construct was fashioned and placed in the midline of the disk space at each level, followed by the appropriate size peek graft with bone morphogenic protein and autograft on the left l4-5 and l5-s1. The position of the grafts were checked using the c-arm image intensifier in the lateral plane. A combination of bmp autograft and allograft was placed in the intertransverse space bilaterally, completing the 360 degree fusion effort at l4-5 and l5-s1 and the posterior spinal fusion effort at li-2 and l3-4. On (B)(6) 2011, patient presented for follow-up post lumbar fusion surgery on (B)(6) 2011. Patient reported severe debilitating pain with movement in region around lower lumbar spine. X-rays showed no evidence of broken, loosened, or displaced hardware l1 to the sacrum. Interbody grafts were in place there was bone graft in the gutters bilaterally. On (B)(6) 2011, patient presented for follow-up post l1-s1 fusion. Patient reported back muscle spasms, lower back pain, and lumbar radiculopathy. On (B)(6) 2011, patient presented for follow-up of heart, cholesterol, blood pressure, and recent surgery. Impression: coronary artery disease s/p stent. Lipid. Glucose intolerance. Hypertension, well-controlled. Rule out vytorin medication toxicities. Lumbar stenosis sip recent surgery. Leukopenia. On (B)(6) 2012, patient presented for follow-up. Patient reported low back pain. On (B)(6) 2012, patient presented for follow-up post revision lumbar laminectomy decompression and fusion in late (B)(6). Patient reported continued back pain. X-rays showed show changes consistent with his long segment fusion l1-s 1. There was no evidence of hardware loosening or malposition. There was very good evidence of intertransverse fusion throughout the construct. On (B)(6) 2012, (B)(6) 2011, (B)(6) 2012, patient presented for physical therapy and reported low back pain. On (B)(6) 2012, patient presented for visit in clinic. On (B)(6) 2012, patient reported choking and gagging incident two days ago. Impression: wheezing with bizarre choking episode, possible aspiration of food or pill fragments. Patient underwent x-ray of chest. Impression: no radiographic findings of aspiration pneumonitis. No radiopaque foreign body. Nonspecific nodular opacity, right lateral costophrenic angle region. Short term progress study is advised. On (B)(6) 2012, patient presented for follow-up. Patient reported pain status at 6-7/10. On (B)(6) 2012, patient presented for follow-up for coronary artery disease, hypertension, hyperlipidemia and l1-s1 fusion. Patient reported low back pain. On (B)(6) 2012, patient reported low back pain. On (B)(6) 2012, patient presented for follow-up on heart and reported back pain. Impression: hypertension. Lipids. Coronary artery disease status post stent. Glucose intolerance. Anemia postoperative. Lumbar stenosis status post fusions. Rule out vytorin medication toxicities. Issues on antimalarial prophylaxis. On (B)(6) 2012, patient presented for follow-up. Patient reported low back pain. On (B)(6) 2012, patient presented for follow-up post revision long segment lumbar laminectomy decompression and fusion. Patient reported pain consistent with radiculopathy. Lumbar x-rays showed changes consistent with his l2-s1 laminectomy and fusion. Implants were well positioned. On (B)(6) 2012, patient reported left hip pain, neck pain with hand numbness, and right great toe toenail fungus. Impression: lumbar dod, did, and stenosis with radiculopathy, cervical ddd, did, and stenosis with radiculopathy, left hip pain, probably radicular, minor right great toe onychomycosis. Patient underwent x-ray of lumbar spine. Impression: bilateral pedicle screw fixation from l1 to s1 with bilateral posterolateral bony fusion masses at these levels, solid appearing. Marked intervertebral height loss at l2/3 even though a spacer is present at this level. Patient underwent x-ray of pelvis. Impression: minimal left femoral head marginal spurring is of doubtful significance. Faint chondrocalcinosis of the pubic symphysis. On (B)(6) 2012, patient reported with back and neck, heart, lipids, and sugar. Impression: lumbar and cervical ddd, did, and stenosis with radiculopathy, hyperlipidemia, glucose intolerance, coronary artery disease sip stent sip mi, hypertension, well-controlled, rule out vytorin medication toxicities in combination with diltiazem. On (B)(6) 2012, patient presented for follow-up 18 months post revision/extension of his lumbar laminectomy and fusion. Patient reported low back pain at levels of iliac crest. X-rays showed changes consistent with a long segment instrumented fusion. There was no evidence of hardware loosening or malposition. There was no obvious adjacent segment disease. On (B)(6) 2013, patient reported back pain and metabolic issues. Impression: hypertension. Lipid. Glucose intolerance. Coronary artery disease s/p stents s/p mi. Lumbar and cervical ddd, djd, and stenosis with ongoing pain. Generalized arthritis. Vytorin medication toxicities to be excluded. On (B)(6) 2013, patient presented for follow-up for coronary artery disease, hypertension and hyperlipidaemia. On (B)(6) 2013, patient underwent procedure for decompression of left median nerve. On (B)(6) 2013, patient underwent MRI of lumbar spine. Impression: extensive post-surgical changes from l1 to s1 without an evidence for neural impingement. There is posterior paraspinal muscular atrophy and diffuse edema of the posterior musculature which also involves epidural fatty tissues at the lower l4 to upper s1 levels but without any significant mass effect of uncertain significance, perhaps inflammation but not suggestive of infection. There is separate posterior presumed seroma. On (B)(6) 2013, patient reported back pain, muscle atrophy. Impression: lumbar and cervical ddd, did, and stenosis. Lumbar seroma. Coronary artery disease s/p mi sip stent. Glucose intolerance. Lipid, hypertension , vytorin medication toxicities to be excluded. On (B)(6) 2013, patient presented for follow-up for coronary artery disease and hypertension. On (B)(6) 2013, patient reported left lower quadrant abdominal pain and lower midabdominal pain, dysuria. Impression: acute diverticulitis although he certainly could have a urinary tract infection, unlikely to have nephrolithiasis, a bowel obstruction, prostatitis, etc. Left lower quadrant and bladder region pain. Lumbar ddd, djd, and stenosis. On (B)(6) 2013, patient reported diverticulitis, issues on the heart, onychomycosis of the right great toenail, nocturia, back pain and requires colonoscopy. Impression: diverticulosis with diverticulitis. Coronary artery disease sip stent on anticoagulants. Lumbar ddd, djd, and stenosis. Post laminectomy, onychomycosis of the right great toe. Glucose intolerance. Hypertension. Vytorin medication toxicities to the excluded. On (B)(6) 2013, patient underwent colonoscopy. On (B)(6) 2013, patient reported severe left sided low back pain and hip pain. Lumbar x-ray showed solid fusion l1-s1 without evidence of t12-l1 disc degeneration. There was no evidence of hardware loosening or malposition, although there may be some slight haloing around the bilateral s1 screw, with very good radiographic evidence of a lumbosacral fusion. MRI conducted on (B)(6) 2013 showed no significant pathology. On (B)(6) 2013, patient presented for follow-up for heart. Patient underwent myocardial perfusion imaging.